Event description:
During a procedure, the physician inserted the small sized speculum, spread the blades open and immediately heard a snap. The lower blade cracked and broke off inside the pt's vagina. The physician successfully removed the broken speculum from the pt. The pt had been uncomfortable prior to the exam, and did experience some post examination bleeding that did not require any intervention. The customer did not provide a pt identifier.

Manufacturer narrative:
Welch allyn is reporting this is an abundance of caution. The actual speculum was returned to welch allyn. An engineering analysis of the speculum revealed the same failure mode as previously investigated on fi. This device is a manually inserted, disposable vaginal speculum. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed. H6: results: vaginal speculum. Conclusion code: actual device not returned confirmed shipping damage by visual eval.